Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Prior to passing, the patient received two inappropriate treatments from the lifevest. The patient was reportedly unconscious and in the hospital at the time of the treatments. At 8:11:41 am, the patient received the first treatment. The patient's rhythm at the time of the treatment was asystole with CPR artifact. The post-shock rhythm was idioventricular rhythm at 55 bpm. The patient received the second treatment at 8:12:06. The rhythm at the time of the treatment was asystole with CPR artifact. The post-shock rhythm was asystole with CPR and motion artifact. CPR artifact contributed to the false detection. The device was shut down at 8:12:41 am. There is no indication that the lifevest caused or contributed to the patient's death as the patient was in a non-treatable, non-life-sustaining rhythm prior to the treatments.